Event description:
It was reported that the ventilator seemed to skip a few breaths and then reset twice while on a patient. The ventilator displayed reset, but it is unknown if there was an audible alarm. The patient is not on the ventilator all day. The patient was placed on a back-up ventilator. No reported harm to the patient.